Manufacturer narrative:
1038671-2024-02803, 1038671-2024-02802, d10: concomitants (B)(6) 02-012-49-3511 - logic cr tib insert slope ++, sz 3.5, 11 mm; (B)(6) 200-02-29 - three peg patella 29mm; (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. Multiple MDR reports were filed for this event, please see associated reports: it was reported that approximately 64 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, swelling, stiffness, arthrofibrosis s/p initial surgery. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 64 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, swelling, stiffness, arthrofibrosis s/p initial surgery. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.